Event description:
It was reported that: "spinal bupivacaine seems to have worn off earlier than expected. The procedure was converted to general anesthesia and no additional kits were used. There was no reported patient harm. "

Manufacturer narrative:
Qn# (B)(4). Full UDI not availabel as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. The potency of bupivacaine meets the requirements as per the product quality specifications. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
Qn#(B)(4). Full UDI not availabela s the lot# was not provided by the customer.

Event description:
It was reported that: "spinal bupivacaine seems to have worn off earlier than expected. The procedure was converted to general anesthesia and no additional kits were used. There was no reported patient harm. "